Event description:
Customer reported that erroneously low sodium results were generated by the unicel dxc 600 synchron system. The specific details related to the events were not provided. The system is calibrated in the morning and quality controls are run two times a day. It is not known if the results were reported out of the lab. There is no report of any change to the pt's care or treatment and there is no report of any medical intervention to prevent or preclude serious injury. Cultures of the system were taken and the results were positive for (B)(6).

Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. Cultures of the system were positive for (B)(6). The fse decontaminated the system. Although, this measure may have resolved the problem, a clear root cause could not be determined; accordingly no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 and (B)(4), 2010 for add'l reportable events.